Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure probably on (B)(6) 1998 and the mesh was implanted. Since then the patient experienced progressive back pain, difficulty emptying bladder and incontinence and now catheter dependent. No further information is available.